Manufacturer narrative:
(B)(4).

Event description:
It was reported (B)(6) 2010, that the pt had no stimulation sensation but could turn the stimulation on and off. This started about two months prior. On (B)(6) 2010 the pt reported stimulation in the wrong location. Pt stated his lead was bad and was only covering toes and buttocks and he needed stimulation in the left leg. Pt stated he was reprogrammed 1.5 months earlier and was told that his lead was not working. They tried reprogramming but still not successful. Caller indicated there was no known accident or incident related to this complaint. The location of symptoms was at the lead location. Additional info has been requested, but was not available as of the date of this report.